Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds and the polarity was noted to have switched to unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.